Event description:
The customer reported that the cord of a non-covidien device, that was plugged into the generator, caught fire. There was no injury to the patient or staff.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.